Event description:
On 2022-aug-22, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The patient (pt) states she cannot get her unit to charge or turn on or anything. Pt states she keep seeing an error with a telephone. Pt also stated in call that she had a water leak in her house and couldn't get to equipment for 87 days and by the time she got to the equipment tried to charge but would not do anything. Pt states when the system started bothering her, patient services (pss) clarified unit was off as wasn't charged and was not stimulating like it should have. Pt states battery was running low and dawned on her that she didn't have charger and couldn't get to the spot as was all blocked from water leak. Pt states she lived in a hotel for 87 days. Pt did not have error code and did not have equipment as she's on her way to a doctors appt. Troubleshooting was unable to be performed as pt was driving to an appt and did not have equipment and will be calling back the caller was redirected to pss advised to call back with equipment. On 2022-08-29, additional information was received from the patient reporting that they called last week because their medtronic device had been unplugged for 3 weeks since they had a flood. Pt called back with equipment present to say that their recharger would connect to the ins and the stimulation would be turned on but they could not feel it. It was the same as if the stimulation was turned off. When pt would go to charge their implant battery they got reposition antenna. Pt attempted to use their programmer since pt claimed it would not turn on. Pt attempted to use their programmer on the call and got poor communication. Pt noted sometimes when they sleep if they move it would shock them. Ps reviewed implant longevity and redirected pt to their hcp for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.